Event description:
Information received from the field does not address the patient's clinical status but notes noise on the ventricular channel prior to implant. The noise continued when the leads were connected to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative